Event description:
Account reported an axsym ethanol result of 1.9 mg/dl which was questioned by the physician. The sample was repeated and was >400 mg/dl. It cannot be determined if treatment was delayed due to initial incorrect result.